Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/30/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem.

Event description:
It was reported that a patient who received spaceoar and fiducial markers in (B)(6) 2023 is suspected to still have the hydrogel present. Despite this, the patient completed the radiation treatment, and no patient complications were reported as a result of this event.

Event description:
It was reported that a patient who received spaceoar and fiducial markers in (B)(6) 2023 is suspected to still have the hydrogel present. Despite this, the patient completed the radiation treatment, and no patient complications were reported as a result of this event. Additional information. The patient had fiducial and spaceoar placed prior to treatment. The patient's prostate specific antigen dropped from 11.1 pre-treatment to 0.4 after treatment. In (B)(6) 2024, the patient reported perineal and deep pelvic pain. Due to the pain the patient was not able to perform daily activities, when the pain appeared, the patient also experienced urinary urgency. The patient received an additional magnetic resonance imaging (MRI). After reviewing, it was observed possible presence of the spaceoar vue inside the cavity after one year of placement. The patient was referred to interventional radiology to drain an abscess, the patient was put on antibiotics. However, drainage could not be performed. During computerized tomography (CT) scan there was no apparent spaceoar vue in the suspected spaced because there was no contrast in the area. In the physician's assessment and based on further investigation, what looked like retained spaceoar vue was deemed to be an abscess.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/30/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem. Block h11: blocks b1, b2, b5, b7, h1 and h6, were updated based on additional information received on 20nov2024.